Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. Fluid ingression to the motherboard was noted. The optic flex sensor and the mother board must be replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. Customer receives a cost estimate. Upon acceptance of the quote, the repair will be carried out, and the mainboard and optic flex sensor will be replaced.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was able to duplicate the reported problem. Fluid ingression to the motherboard was noted. The optic flex sensor and the main board were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 41541. There was unknown patient involvement reported. The event occurred during treatment of acute pain. There was unknown human harm/adverse event reported.